Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by attempting to run the analyzer and the error occurred. The fse visually inspected the analyzer and found the error was occurring due to failure of the 3-way valve and waste pump. The fse replaced the 3-way valve and the waste pump. As a precaution, the fse also replaced the 2-way valve. The fse validated the analyzer by running a daily check and quality control with no error recurring. The aia-360 analyzer is operating as expected. No further actions required by field service. The aia-360 analyzer operators manual under section 7-1:list of error messages states the following: error message: 2017 substrate purge failure description: the substrate was not purged normally. Troubleshooting: check for insufficient substrate. The most probable cause was due to failures of the 3-way valve and the waste pump.

Event description:
A customer reported 2017 substrate purge failure error on the aia-360 analyzer. The customer was performing substrate line cleaning as well as wash and diluent line cleaning. The customer loaded new substrate and performed a purge; however, the error reoccurs. The customer also stated there was no wash going into the wash line. The customer attempted another substate line cleaning with no luck. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.